Manufacturer narrative:
Manufacturer spoke with the dealer. The consumer reportedly was smoking and fell asleep. The tubing allegedly caught on fire from the consumer's cigarette. The consumer sustained burns, requiring medical attention. Manufacturer is attempting to obtain product for inspection. No malfunction is alleged. Information indicates careless smoking. MDR filed based on alleged serious injury.

Manufacturer narrative:
Manufacture received the concentrator and homefill unit involved in the alleged incident. The both units had external soot damage along with smoke and fire damage to the homefill. The homefill unit was functionally tested with no discrepancies found. The concentrator was tested and the low oxygen alarm activated and the concentrator shut down as designed damage sustained from the external source of smoke and soot damaged this device and is activating the low oxygen output alarm requiring service. No internal fire was observed inside either unit. The damage observed to the units was caused from an external source.

Event description:
The consumer allegedly fell asleep when she was smoking while using oxygen, resulting in burns to her hand, neck, and face.

Event description:
The consumer allegedly fell asleep when she was smoking while using oxygen, resulting in burns to her hand, neck, and face.